Manufacturer narrative:
Product has been returned, however was not evaluated. The underlying cause could not be determined. Per the return fields (isp) in oracle the evaluation identified as: pcb, unable to test

Event description:
Dealer advised power failure alarm and initial start up alarm are not working.